Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that two days after implant they had to go back because the implantable cardioverter defibrillator (ICD) fell down into the armpit area. The patient indicated the surgeon did not know how to fix it and the device does not sit up high like it is supposed to. Follow-up information from the clinic indicates that there was a pocket revision ten days after initial implant because the device had moved. The patient has not expressed concern about the current position of the device. The device is still in use. No patient complications have been reported as a result of this event.